Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the electrophysiology lab for explant of the implantable cardioverter defibrillator due to pocket erosion. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.